Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was treated post-operatively with cefadroxil for 1 week followed by oral cipro for 1 week. The recipient's infection reportedly resolved. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.